Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis: mechanical back pain secondary to degenerative disc disease, l2-3 and l4-5. Status post previous decompression, right l3-4 and right l4-5. Patient underwent following procedures: mini-open right-sided extreme lateral transpsoas approach. Anterior lumbar decompression with partial vertebrectomy, l2-3. Anterior lumbar interbody fusion, l2-3. Placement of anterior prosthetic device utilizing nuvasive wide peek cage,l2-3. Placement of segmental spinal instrumentation, l2-3, utilizing nuvasive xl fixation. L3 vertebral body bone marrow aspirate and orthovita pack bioactive. Rhbmp-2/acs. As per operative notes ¿anterior lumbar decompression with partial vertebrectomy was performed at l2-3. A fusion procedure was done utilizing l3 vertebral body bone marrow aspirate and orthovita pack bioactive as well as rhbmp-2/acs. For fixation a nuvasive wide peek cage was placed at l2-3. The cage measured 12.0 x 22.0 x 55.0 mm and was placed in 10 degree of lordosis. The cage was well-seated and secure. Segmental spinal instrumentation was placed at l2-3 utilizing nuvasive xl fixation. The screws measured 5.5 x 50.0 mm. In l2; 5.5 x 40.0 mm in l3. Patient tolerated the procedure without any complication.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.